Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluated of the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that they were using this device on a patient in cardiac arrest and the device kept prompting the user to connect the electrodes, even though they were already connected. The customer was using 3rd party electrodes manufactured by heartsync. This caused a delay of approximately 5 minutes in delivering defibrillation therapy to the patient. A second set of 3rd party electrodes was obtained and connected to the device and they were able to deliver a shock to the patient. The patient achieved rosc (return of spontaneous circulation). There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control has determined that the root cause of the reported issue was mechanical wear-through of the contact plating, which exposes underlying nickel and copper layers. These layers can then form an oxide layer that increases the contact resistance and in turn the electrical impedance of the connector. An electrical impedance that is too high will cause the device to not recognize a patient and give the "connect electrodes" message.

Event description:
The customer contacted physio-control to report that they were using this device on a patient in cardiac arrest and the device kept prompting the user to connect the electrodes, even though they were already connected. The customer was using 3rd party electrodes manufactured by heartsync. This caused a delay of approximately 5 minutes in delivering defibrillation therapy to the patient. A second set of 3rd party electrodes was obtained and connected to the device and they were able to deliver a shock to the patient. The patient achieved rosc (return of spontaneous circulation). There were no reports of adverse effects to the patient as a result of the reported issue.

Event description:
The customer contacted physio-control to report that they were using this device on a patient in cardiac arrest and the device kept prompting the user to connect the electrodes, even though they were already connected. The customer was using 3rd party electrodes manufactured by heartsync. This caused a delay of approximately 5 minutes in delivering defibrillation therapy to the patient. A second set of 3rd party electrodes was obtained and connected to the device and they were able to deliver a shock to the patient. The patient achieved rosc (return of spontaneous circulation). There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control further evaluated the customer's device and was still unable to duplicate the reported issue. Physio replaced the device's therapy pcb assembly as a precautionary measure. The electrodes from the event were also returned and evaluated and the reported issue could not be duplicated. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.